Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test due to a disconnected and missing drip chamber stopcock. Adhesive was observed in the interior of the connection. It is unknown how or when the damage occurred. A review of the manufacturing records was not possible as a lot number was not provided. Additional device information: it was later discovered that the original report was for a drip chamber stopcock disconnect, not a patient line stopcock disconnect. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the three way stopcock disconnected from the patient line tubing. It was also reported that there was no patient impact and that the duet was replaced with a new unit.